Event description:
The customer stated an architect i2000sr analyzer generated falsely decreased tsh results for one patient on two separate occasions. On (B)(6) 2009 the architect analyzer generated a tsh result of 0.121 uiu/ml and a roche analyzer generated a tsh result of 2.410 uiu/ml for the same sample. On (B)(6) 2009 the architect analyzer generated a tsh result on 0.152 uiu/ml and a roche analyzer generated a tsh result of 3.080 uiu/ml for the same sample. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). Investigation in process. This report is being filed on an international product, architect tsh, list 7k62-30, that has a similar us product distributed in the us, architect tsh, list 6c52. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.